Event description:
Port was being placed for therapeutic purposes. The peel away introducer sheath started peeling for two centimeters and then broke off. The physician was able to peel the rest of the sheath with his hand to finish the procedure.